Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately six weeks post implantable pulse generator (ipg) replacement procedure. The cause of death has been requested and not received.